Event description:
The international customer reported the ventilator went vent inop and alarmed due to an air valve liftoff failure. The customer reported the device was not in use; therefore; there was no patient involvement. Vent inop signals the operator that the ventilator is not capable of supporting ventilation and requires service. During a vent inop condition, the ventilator enters a safe state, where the safety valve is opened and new alarm condition detection is discontinued. If the ventilator is attached to a patient when this condition is detected, the ventilator must be replaced immediately. The manufacturers field service technician replaced the power supply to address the reported problem.